Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the patch/shell bond edge side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.